Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels. Customer's blood glucose levels at the time of hospitalization 500mg/dl. The customer was wearing the insulin pump at the time of hospitalization. It was also reported that the customer was in a vehicular accident after leaving the hospital, and the customer was the driver. Customer was found on the passenger side of the car under the dash. The customer also reported treating with a glucagon injection due to low blood glucose levels. No additional information was provided.